Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was observed via remote monitoring system as v-tachy mode was set to value other than monitor plus therapy. This tachycardia device was programmed to no longer deliver tachycardia therapy. Attempts to obtain the reason of programming off this device were unsuccessful. This tachycardia device remains in service. No adverse patient effects were reported.